Event description:
Upon viewing the films prior to removal, the filter was discovered to have shifted caudally 2cm. It was implanted 1-2 cm below the lowest renal vein. An upper leg and arm reportedly perforated the left wall of the vena cava and are sticking out 1-2 cm. There was no extravasasion noted. The filter was not removed.